Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. D9: additional information. H2: additional information, device evaluation. H3: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the distal end (biopsy channel). Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the gastrointestinal videoscope had adhesive residue in the duct. It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.